Event description:
Reporter indicated that hand-held screen became frozen during interrogation. Troubleshooting resolved issue.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.